Event description:
It was reported that the zimmer meshgraft ii was not cutting properly. Additional clinical follow up with the hospital indicated that the graft was not being completely perforated and the surgeon had to manually complete the perforations using a knife blade. The hospital rep was not aware of any significant increase in surgical time as result of manual technique and stated no additional tissue was harvested.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.